Event description:
Livanova deutschland received a report of a stockert centrifugal pump panel which displayed an error code (e4, "eprom defective"), after which the pump was not operative. The customer turned the unit off and on three times and cleared the message. The event occurred out of procedure. There was no patient involvement.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H11: livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.